Manufacturer narrative:
Investigation: three (3) shielded samples were returned by the customer for investigation. The samples were visually examined and it was found that light was not able to pass through the samples indicating that they were clogged. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
Material no: 305106 batch no: 8143647. It was reported that during use of the bd precisionglide¿ specialty use sterile hypodermic needle the doctor was trying to push liquid through the needle and liquid would not go through. The following information was provided by the initial reporter: per customer email: call received from customer dr.office about item # 305106 with no holes in the needles?

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 305106, batch no: 8143647. It was reported that during use of the bd precisionglide¿ specialty use sterile hypodermic needle the doctor was trying to push liquid through the needle and liquid would not go through. The following information was provided by the initial reporter: per customer email: call received from customer dr. Office about item # 305106 with no holes in the needles?